Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported unclear image issue could not be reproduced and the root cause of the reported issue could not be determined; the device was found to meet specifications. The event may be detected by following the instructions for use section below: ¿- inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image not being clear was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope image was no clear. The event occurred during reprocessing. The diagnostic gastroscope was completed using a replacement device without delay. There was no report of patient harm associated with this event